Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported poor aspiration was experienced. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system had poor aspiration during the surgery. There was no reported patient impact. The company service representative examined the system and was not able to replicate the reported event. Preventative maintenance was performed. The system was then tested and met all product specifications. The system was manufactured on july 9, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. The reported event took place during the phacoemulsification phase of a cataract extraction with intraocular lens implant procedure. There was no system message displayed. The case was completed after a slight delay. There was no patient harm.